Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During tha, the surgeon assembled the ball impactor tip on impactor. When the surgeon hit mdm liner by impactor, the ball impactor was broken. Therefore the surgeon used the another impactor.